Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, and underweight. A microscopic analysis was performed which identified a striated broken edge, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on radius side due to surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.